Manufacturer narrative:
It was reported that the halogen low ceiling spring arm was in need of a circlip replacement. The stryker field service technician (sfst) was dispatched to the customer site for investigation. Upon arrival, the sfst found that the spring arm was not properly seated. Further investigation revealed that the spring arm was being held in place by the brake screws and the circlip was warped and not secured to the spring arm. The sfst replaced the circlip and ensured it was properly seated and secured, utilizing his go-no-go gage. Functional testing was performed, and the spring arm and the light were found to be functioning within manufacturer specification. There are no previous service records found for the affected spring arm and light head. This complaint is currently under investigation to determine root cause. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the spring arm needs a cir clip replacement. There was no patient involvement, injury or adverse consequence reported.